Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 23 mm valve was explanted after an implant duration of 12 days due to paravalvular leakage (pvl). On (B)(6) 2012, a magna ease valve, model 3300 tf x 23 mm, was implanted. Initial information was learned through (B)(6) implant patient registry. Through follow up, it was learned the customer decided to perform re-avr to correct pvl on (B)(6) 2012. The valve was explanted and replaced with a magna ease valve, model 3300 tf x 23 mm. The customer was asked and has affirmed that there was no malfunction of the device. The device will not be returned for evaluation because it was discarded at the hospital.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. The device will not be returned for evaluation because it was discarded by the hospital. Through follow up with the surgeon, no additional patient information is available. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, the device was explanted after an implant duration of 12 days. The customer was asked and has affirmed that there was no malfunction of the device but has not provided any additional information to explain his report of paravalvular leak. Without additional information, we are unable to determine root cause for explant of this device.